Manufacturer narrative:
While performing a review of the file it was determined that it was a duplicate of an existing complaint record. Please disregard any reports associated with file mrn 9616567-2025-00021. Please reference file mrn 9616567-2025-00020 for all details pertinent to this event.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a used manifold was returned because it was found that the male slip above the check valve was not bonded into the bottom of the transducer. The failure was found during use of the product, and it has been already decontaminated. There was unknown patient involvement, and no harm/adverse event reported.